Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was explanted and replaced due to phrenic nerve stimulation and dislodgement.

Manufacturer narrative:
On 11/20/2017 - we received additional information that this lv lead was explanted and replaced due to 44% crt pacing and dislodgement. This lv lead did not cause any episodes of pns.

Manufacturer narrative:
(B)(6) 2017 - we received additional information indicating that this lead was repositioned due to dislodgement. The lead remains actively implanted.